Event description:
MFR identified and isolated all models and serial numbers of this monitor type containing a specific (eagle picher) vendor battery previously determined to have the potential of causing corrosive damage to the internal components of the monitor. This specific monitor was internally stocked as demo equipment. It was identified on the list of known monitors containing this specific battery from eagle picher. Monitor was opened, battery was confirmed to be made by eagle picher. Corrosion was visually confirmed.